Event description:
It was reported that when using the bd pyxis¿ es server, a discrepancy was observed between the message date/time and dispense date/time. The message appeared to be recorded one hour before the actual dispense event. A review was requested to determine why the dispense time was recorded one hour later than the transaction. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discrepancy was identified between the message date/time and the dispense date/time. A technical support specialist (tss) dialed into server, opened sql server management studio (ssms), and ran a patient query but was unable to retrieve patient information. On pyxis, the patient was not showing in the visit or orders list, and details could not be obtained. The tss spoke with the customer and explained that the issue could not be tracked since it had been more than seven days and the message was not showing in carefusion coordination engine (cce). The customer was advised to create a new case referencing this one if the issue repeats, so further investigation can be performed. The customer agreed, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.